Event description:
It was reported that during ukr started to cut the femur and received "handpiece exposure control motor failure" warning. First hit dismiss, which didn't fix it, then unplugged the handpiece and reconnected it, then replaced the handpiece and drill still did not fix it. System was rebooted and it worked fine to continue the case.

Manufacturer narrative:
H10: the device used during treatment was returned, along with the log files for investigation. The initial visual evaluation of the log files found over current error. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. There was no serial number provided for the device history record review of the siu so it could not be concluded if the device met manufacturing specifications. A complaint history review found similar reports of the issue. This issue will continue to be monitored. The relationship of the device and the reported event has been established. The over current error that occurred was due an issue in the siu. As a result, the root cause of the reported event was due to an electrical component failure.